Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend and lost sensor signal. Customer stated that they had a lost sensor signal alert they had to change the sensor on date (B)(6) 2021 and replaced to new sensor. Customer reported that after replacement the new current sensor was working fine but after initial calibration and warm up insulin delivery was suspended due to difference in sensor glucose and blood glucose. The customer¿s blood glucose was 9 mmol/l and sensor glucose was 3.2 mmol/l at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 3.4 mmol/l. Customer was able to upload carelink. No harm requiring medical intervention was reported. The sensor will not be returned for analysis